Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they saw their healthcare provider (hcp) yesterday and it appeared that the system had not been turned on because there was no change in the operation of the stim implant. Patient stated the hcp told them to go home and turn it on and that they would need to talk with their manufacturing representative (rep). Agent walked patient through how to use the external devices. Patient was able to successfully connect to their settings but when trying to increase the intensity the following message appeared: "the system is operating at maximum setting. Therapy cannot be increased." Agent sent email to rep for visibility. Patient mentioned they have a new appointment with hcp on (B)(6) 2025. On 2025-feb-05, additional information was received from the hcp. They clarified that the therapy was not turned on in the [illegible] due to being too sedated. Patient knew the therapy was not on and would be turned on after a day or so. The cause of the therapy not being on was determined. It was never turned on after surgery. As resolution, on (B)(6) 2025 patient was in communication with the doctor and rep was able to meet patient to turn on the system. The issue was resolved. The cause of the patient getting maximum settings message was determined. The likely cause was impedance on active electrode. As resolution, custom program was built for patient. The issue was resolved.